Event description:
A medtronic rep reported that while in a cranial biopsy using mach cranial 5.2.5. The site stated they were not able to move past the create accuracy checkpoints screen without actually creating accuracy checkpoints. No troubleshooting was attempted during the case. The surgeon created four checkpoints, then completed the procedure with the use of the stealthstation treon as planned. There was no impact on the pt outcome.

Manufacturer narrative:
Software investigation completed, finding the software is functioning as designed.